Manufacturer narrative:
The calibration data was within expected values. Qc data was within specified ranges. There is no indication for a reagent issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys vitamin b12 immunoassay on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The patient sample initially resulted with a b12 value of 778.5 pg/ml and this value was reported outside of the laboratory to the doctor. The doctor questioned the value, so he requested a new sample to be collected from the patient and tested. A second sample was collected from the patient and tested on (B)(6) 2019, resulting with a b12 value of 351.4 pg/ml. The original sample was then repeated on (B)(6) 2019, resulting with a b12 value of 365.1 pg/ml. The 351.4 pg/ml and 365.1 pg/ml values were believed to be correct. No adverse events were alleged to have occurred with the patient. The b12 reagent lot number was 35607701, with an expiration date of 30-sep-2019.